Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple power loss alarms. The customer's blood glucose was unknown at the time of the incident. Product will not be returned for analysis.

Manufacturer narrative:
The pump was received with unexpected battery power loss and had high sleep current due to moisture damage on the electronic assembly. The pump error 75 alarmed during self test due to moisture damage found on the connector.

Manufacturer narrative:
Device received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly. Power supply test failed during self-test alarmed during self test due to moisture damage found on the electrical board connector.